Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the attached picture, which shows the head of the reamer was broken off. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0023-eo - I. Cautions - 2. To avoid damaging the instruments, do not impact or subject to blunt force any instruments that are designed to be turned or screwed in. When two devices are intended to be threaded together, ensure that they are fully engaged prior to use. The reported failure was most likely caused by excessive mechanical forces applied by the user, resulting from misaligned, prying/leveraging and/or the device coming in contact with another device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/08/2025, an arthrex subsidiary employee reported via (B)(4) that an ar-1409 9mm cannulated-headed reamer drill guide broke during femoral drilling for a knee ligament reconstruction. No fragments were left in the patient, and the bone quality was good for a young, unaffected patient.